Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The patient was undergoing a coil embolization procedure for a vessel sacrifice in the right kidney using ruby coils. During the procedure, while attempting to advance a ruby coil into the microcatheter, the physician experienced resistance; therefore, the coil was removed and examined. The physician then flushed the microcatheter and attempted to re-insert the ruby coil; however, resistance was encountered again. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.